Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the end of the dissection tip fell off inside the leg. It occurred near the ankle toward the end of the procedure. The harvester extended the incision and retrieve the piece from the leg. A replacement kit was opened to complete the case. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.